Manufacturer narrative:
Determination of root cause: assessment: there were no product or particle samples available for our evaluation and root cause analysis. Corrective action: there was no corrective action taken.

Event description:
A surgeon reported a small sliver/piece of metal was noted on the inferior iris in one of the crypts at 1 day post-op the surgeon indicated he assumed it was a piece from the phaco tip. He stated the operation went well, pc iol in bag: there was normal iop and inflammation pod1 additional information received from the surgeon in 10/2006 noted the particle didn't cause any damage to the eye, but they removed the particle in a second surgery. There were no particles saved for evluation.